Event description:
On (B)(6) 2010, the patient reported that in august 2008 she noticed the up and down buttons on her insulin infusion device had to be pressed multiple times before responding. She said she used her device for 2-3 months and then switched to insulin injection therapy which she continues to use. During troubleshooting, both buttons popped up when pressed. She stated her device has not been dropped. The patient declined a replacement device. No blood glucose concerns related this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.